Event description:
It was reported that during the procedure the threads of two blockers and one screw were damaged. They were removed and replaced with alternates to complete the case. There was no delay greater than 30 minutes and no reported patient impacts. This is report is two of three.

Manufacturer narrative:
The returned device was evaluated. Visual inspection showed damaged to the outer threads of the closure tops. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The likely cause of the damage is due to cross-threading the blocker into the mating pedicle screws during attempted installation.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00148 to 3003853072-2019-00150.

Event description:
It was reported that during the procedure the threads of two blockers and one screw were damaged. They were removed and replaced with alternates to complete the case. There was no delay greater than 30 minutes and no reported patient impacts. This is report is two of three.